Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps under infused chemotherapeutics during therapy (medication, dose, programmed amount and delivery rate unknown). Medications such as etoposide and intravenous immunoglobulin were administered in both inpatient and outpatient settings and unknown volumes of medication remained in the intravenous bag after the pump stated the infusion was complete. No patient injuries or medical interventions are associated with these events. The reporter also stated that this occurred during both primary and secondary infusion setups. No additional information is available.